Event description:
Coronary stent came off balloon during stenting attempt. Stent lost sometime between insertion and final positioning. Stent visualized by physician in left circumflex coronary artery in an undeployed state.